Event description:
It was reported that the device was revised due to high impedances of greater than 4000 ohms on all electrodes. On an x-ray evaluation, it was noted that there appeared to be a misalignment of the lead at the header block and this was confirmed during the revision. The x-ray also showed that the lead had wound up behind the implantable pulse generator (ipg) and that there was no part of the electrode in the foremen at all. It was unsure why the electrode had pulled back into the ipg site. The lead with the problem was removed and a new lead was placed in the left s3 without further problems. The stimulation was turned on and the patient had stimulation as expected. It was noted that the patient had fully recovered. Original report was sent in manufacturer report # 6000153-2013-00163. After further review it was noted the event should be system reported.

Manufacturer narrative:
Concomitant products: product ID 309328, lot # 0206592164, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). Final device analysis of the lead revealed the following: the lead was electrically okay. There is an ins setscrew impression in the insulation between the #0 and #1 connectors indicating that it was not completely inserted into the ins connector port. Some of the tines were damaged and bent back.